Manufacturer narrative:
Returned device was received in decent physical condition however the top case was cracked on the lower right front corner. Evidence of reported problem in event log was found. During the evaluation of the device, they were unable to duplicate the acu watchdog failure at power up. There was no physical damage or any other damage noted on the pump. The speaker was replaced as a preventative measure but no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a power on self test alarm that sounded noted as a "watchdog failure". There was no reported adverse events.